Event description:
Reportedly, patient was positioned prone and ready for prep when it was determined that the osi spine frame bed was not functioning properly. All three blue lights indicating power and function were on but the hand control did not light up or allow the bed to move up/down/trendelenburg/reverse. The hand piece was switched out, the bed was turned on and off, surrounding electrical outlets were checked but nothing assisted in allowing the bed to function properly. The patient was then moved back to original floor bed and another osi spine bed was used. Bed was removed from service. Reportedly, this event caused a 45 minute delay in o.r. Start. Reportedly, there was no apparent harm to the patient.